Event description:
A customer reported their 3d9-3v transducer was leaking oil. This probe is associated with the epiq 7w ultrasound system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow-up report will be submitted.